Event description:
PICC (peripherally inserted central catheter) pump alarming high pressure. When assessing the PICC it was noted that the haf was leaking at the stopcock and below the filter. Rn (registered nurse) was unable to obtain a blood return. PICC was discontinued by rn and the catheter was noted to be clotted.